Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00139: plate.

Event description:
While implanting a posterolateral humeral plate, a locking 3.5 hexalobe screw was begin inserted. The head of the screw broke off but the remaining portion of the screw was intact and holding the plate in place. Later in the case, it became apparent that the plate's position need to be shifted, but the broken screw did not allow this so the plate was bent and cut to remove it and was replaced by another plate. There was a 15 minute delay in surgery as a result.